Manufacturer narrative:
Broken cartridge nose weld.

Event description:
During a laparoscopic hernia repair the ems "locked up" and would not fire any more staples. A second device was opened to complete the procedure. There was no consequence to the pt. Clinical follow up: 1/31/97 1040 message and 800# left. 1/31/97 surgeon stated he fired the device one or two times and the device fired perfectly. On the next firing, the device would not do anything. Another device was opened to complete the case and worked fine.